Manufacturer narrative:
Follow up 14-aug-2015: the required number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was pregnant and it might be in the tubes. This event is serious due to medical importance and listed in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, about 1 year and 8 months after essure insertion, she discovered that she was pregnant. An ectopic pregnancy was suspected. Considering the event's nature, a causal relationship with essure cannot be excluded, and it was therefore considered an incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority FDA maude (# mw5042226) in united states on 29-jun-2015. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that since essure insertion she suffered from joint pains, really bad headaches, very heavy periods, and bad cramps. Over the weekend on (B)(6) 2015, she was in so much pain she was rushed to the emergency room and after doing a lot of blood work and other test, they found out that she was pregnant and it might be in the tubes. She had to go through more pain because of this faulty product. No additional information was provided. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a lack of efficacy. A contraceptive failure may occur with the use of any contraceptive and is not indicative of a quality deficit per se. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was pregnant and it might be in the tubes. This event is serious due to medical importance and listed in the reference safety information for essure. Ectopic pregnancies have been reported among women with essure micro-inserts in place. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have the insert in place. In this particular case, about 1 year and 8 months after essure insertion, she discovered that she was pregnant. An ectopic pregnancy was suspected. Considering the event's nature, a causal relationship with essure cannot be excluded, and it was therefore considered an incident. Additionally, non-serious events were reported. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Data correction: the code knh was replaced with hhs.